Manufacturer narrative:
Analysis formatted history file analysis and confirmed pump error alarm due to software error. The insulin pump was received with minor scratched lcd window and case.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had pump error alarm during basal. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.